Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received with a clip in jaws and in good visual condition. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining 2 clips were not properly fed into the jaws, causing the clip to be fed sideways and ejected; finally, it locked out as intended. It could not be determined what may have caused the found feeding issue. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy, the jaws of the reported did not open after grasping the trigger. The same event occurred when the device was fired out of the patient. Scissoring occurred. Another device was used to complete the case. There were no adverse consequences to the patient.